Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over 600mg/dl. Customer stated that she had no delivery. Customer also reported that they had bent cannula and had crack on insulin pump. Device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case reservoir tube window corners cracked reservoir tube window, cracked reservoir tube and cracked case near display window corners noted. Pump meets specification: yes. (B)(4).